Manufacturer narrative:
(B)(4).

Event description:
Reportedly a patient presented with severe hypotension 20 min after the treatment start while using a polyflux 170h dialyzer. The treatment was stopped without blood restitution and the patient¿s blood pressure reportedly normalized. Treatment was then continued using a non-baxter dialyzer with no further issues reported. No medical intervention was reported during the event. No additional information is available.